Manufacturer narrative:
The device has been returned/received to date. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). As treatment a new pod was applied.

Manufacturer narrative:
The received device had the cannula fully deployed. Inspection of the soft cannula found it to be the correct length, and no evidence of any damages or deficiencies were observed on the exposed portion of the soft cannula that would contribute to the reported event. Inspection of the fluid path and needle mechanism showed no evidence of manufacturing defects or deficiencies that would contribute to the reported event. The cause of the reported event could not be determined. Inspection of the needle mechanism components showed indications of an internal leak. Upon conduction of a leak test, a leak was observed in the unexposed portion of the soft cannula. This internal leak did not contribute event of improper cannula insertion.